Event description:
It was reported that a (B)(6) caucasian female who had a 405cc mentor memorygel breast implant placed experienced right sided baker grade iii capsular contracture post procedure. The capsular contracture was diagnosed at the physician¿s office. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 16, 2022. Explant and replacement with a 405cc mentor memorygel breast implant was performed on (B)(6) 2022. The impacted product was received by the failure analysis lab on june 23, 2022. The investigation of the returned device was completed by the failure analysis lab on july 4, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance manufacturer¿s reference number: (B)(4).